Manufacturer narrative:
Additional evaluation summary: teleflex deemed the kink to be most likely due to handling damage during unpacking/preparation/insertion through the sheath and that the event was not related to the manufacturing process.

Manufacturer narrative:
Film evaluation summary: the complaint was confirmed; there was a kink in the dilator tip. The exact cause of the event cannot be conclusively determined. Device evaluation summary: the complaint was confirmed; there was a kink in the dilator near the tip. The exact cause of the event cannot be conclusively determined.

Event description:
A sentrant sheath was attempted to be used in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the tip of the dilator was damaged in the packaging. The surgeon noticed this while prepping the device. The dilator was snapped in place when the package was opened and there was no visible damage to the box or container. Another sheath was opened and the procedure was completed successfully. The physician stated that the cause of the event was device related. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.